Event description:
It was reported that a symptomatic patient presented due to atrioventricular desynchrony caused by inappropriate mode switch. The patient was brought in clinic to have the right ventricular lead revised due to failure to capture & noise present on the lead. During the procedure it was noted that the right atrial lead had an insulation breach and exhibited noise oversensing. The leads were capped and replaced. No further information was available.